Manufacturer narrative:
(B)(4) - evaluation is pending receipt of the sample. Upon completion of the evaluation, or should any additional information be made available, a follow-up MDR will be submitted.

Event description:
The customer reported to a baxter representative a condition of one y-type catheter extension set that was alleged with packaging that opens prematurely - when one package torn from others, the other package will open. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This is report #3 of 4 regarding this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot number was not provided. Therefore, a batch review could not be conducted. The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. Should the sample and/or additional relevant information be received, a follow-up report will be submitted.